Event description:
During 'peg' placement procedure the snare-loop disconnected from the snare set. Physician was able to retrieve snare-loop without any adverse event to the pt. Physician requested eval to determine if product was defective.